Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "sparked and the metal of the plug melted (power prong burn)" was observed. On visual inspection, the ac power adapter was found with damaged on one of the ac power adapter prongs. External influence (ac outlet on the customer facilities damaged) is the cause of the damaged on one of the ac power adapter prongs. Also, external influence is the cause of the reported issue related to "when the IV pump was plugged in, it sparked and the metal of the plug melted. (Power prong burn)". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ac power adapter required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump sparked and the metal of the plug melted (power prong burn) when plugged in upon device power up in the emergency room. There was no patient involvement. No additional information is available.